Manufacturer narrative:
(B)(4) (no consequences or impact to patient) (B)(4) (incorrect or inadequate test result). Sample integrity/sample handling. An abbott field service representative (fsr) was dispatched to the account and found the acid wash tubing/fitting/filter was kinked in 2 places. The acid wash tubing line was replaced including the alkaline wash tubing. The message history log revealed error code 5018 which indicates a probable cause of sample volume in the sample cup or tube was inadequate. The review indicates the probable cause is due to sample integrity and/or handling for the patient sample. The architect system operations manual and the architect magnesium package insert were reviewed and were found to adequately address the issue. Customer complaint data was reviewed and no adverse trends were identified. The investigation did not identify a product deficiency.

Event description:
The account stated that the architect c8000 analyzer generated an elevated magnesium result of >3.7 mmol/l. A new sample was obtained from the patient and the result was in the normal range (value not provided). There was no report of impact to patient management.